Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that discordant alpha fetoprotein (afp) and carcinoembryonic antigen (cea) results on multiple patient samples were obtained on an atellica im 1600 analyzer. The customer inspected the instrument and observed that the sample probe and sample tips were jammed. The customer cleared the jam, re-initialized the system and recalibrated cea and afp on the system. Siemens is evaluating the event.

Event description:
The customer reported that discordant alpha fetoprotein (afp) and carcinoembryonic antigen (cea) results on multiple patient samples were obtained on an atellica im 1600 analyzer. The discordant results for cea were reported to the physician(s). The discordant results for afp were not reported to the physisican(s). The samples were retested for these assays on an alternate atellica im analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.